Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 370 (mg/dl). A pump bolus was delivered to address bg level. During troubleshooting with tandem technical support, the pump appeared to be functioning as expected. The customer declined to check their site.